Event description:
A surgeon reported a haptic did not unfold completely and a subluxation of the intraocular lens (iol) occurred in the anterior chamber following the iol implant surgery. She stated that the end of the initial surgery, both haptics were behind the iris and the optic was well positioned, horizontally, in the capsular bag. The surgeon reported the iol was unfolded, rotated, and repositioned in a second surgery. She stated the patient experienced slight corneal edema due to the additional surgical procedure. Additional info was requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. A completed questionnaire has not been received. This report was mailed to FDA on: 10/31/2008.